Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged complications post device implantation ¿ pain, urinary problems, infection, recurrence and dyspareunia.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Reason for mesh implantation: stress urinary incontinence, cystocele, rectocele and vaginal vault prolapse procedures performed: tension-free vaginal tape urethral sling procedure, anterior and posterior colporrhaphy intervention surgery (B)(6) 2014 laparoscopy and lysis of adhesions for pelvic pain. Complications post interventions surgery include abdominal pain, left lower quadrant pain, pelvic pain, dyspareunia, bleeding, spasms, urge urinary incontinence. Complications post implant back pain,